Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported the cannula of the infusion set snapped on him during use. Patient stated he noticed the issue when his blood glucose readings were going up; no exact readings were provided. Alleged infusion set has been discarded. No adverse event reported. No product will be returned.